Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high threshold, high impedance and possible fracture on the right ventricular (rv) lead. It was also noted the patient is a weight lifter and there was a possible subclavian fracture. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.